Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high impedance and rising and high thresholds were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.